Event description:
It was reported there was no telemetry in spite of using 2 different programmers and changing the position of the patient. There was also no magnet response. In 2009, the longevity showed 17 months. Follow up with the hcp reported that the family had been compliant with phone checks from home, and the battery seemed to be okay when all of a sudden it was at end of life without an eri (elective replacement indicator) indication. There was no pacing output, however, the patient had no signs or symptoms. The device was sensing, and the patient never needed pacing. An exercise stress test was conducted to determine if the patient really needed the device and it revealed the patient had a 2:1 heart block with increased heart rates. It is reported the device will be replaced soon.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.